Manufacturer narrative:
A nurse reported that on (B)(6) 2012, the menu button area of the inomax dsir # (B)(4) touch screen was unresponsive while in use on a pt. 11-inomax dsir with serial # ((B)(4)) is under investigation. A supplemental report will be submitted within 30 days of completion of investigation.

Event description:
Inomax dsir screen was unresponsive [device malfunction]. Increased pulmonary artery pressure [pulmonary arterial pressure increased]. Sao2 decreased [oxygen saturation decreased]. Case description: this initial spontaneous report was received on (B)(6) 2012 from a nurse in (B)(6) regarding a (B)(6) male who experienced increased pulmonary artery pressure after the withdrawal of inomax following a device malfunction. Relevant medical history/co-morbidities and concomitant medications: not provided. On (B)(6) 2012, this (B)(6) male pt with unspecified co-morbidities, was switched from extracorporeal membrane oxygenation (ECMO) to alternate therapy that included inomax at a dose of 30 ppm via inomax dsir # (B)(4). Over the next 24 hours his nitric oxide dose was slowly weaned; on (B)(6) 2012 the hospital staff attempted to further wean his does from 6 ppm to 4 ppm, but the menu button area of the inomax dsir screen was unresponsive. The device was rebooted, but the left bottom portion of the screen could still not be accessed. The technical support staff in (B)(6) was contacted but the issue could not be resolved, and the inomax dsir device was turned off. Subsequently the pt's fio2 requirement increased from 45% to 80% and the pt was started on milrinone. It is not know whether a back-up inomax delivery device was available. Follow-up information was received on (B)(6) 2012. The pt was receiving inomax for increased pulmonary pressures (etiology nos). Once the nitric oxide therapy was stopped, the subject's oxygen saturation decreased to 87% (baseline not provided), which required the increase in fio2. Multiple attempts have been made by the local safety officer (lso) to contact the reporting nurse without success.